Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
The manufacturer previously reported a pressure issue caused by the ventilator's blower motor. The blower motor was returned to the quality assurance laboratory for further investigation. During the investigation the root cause found to be due to an issue with the blower motor's internal sensor .

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device's pressure output was found to be diminished. The ventilator's blower motor was replaced to address the issue.